Event description:
The device was used to administer external pacing to a patient (patient details were not reported). The device allegedly began performing a "selftest" while treatment was being administered to the patient. Another device was made available and used to continue treatment of the patient. There were no adverse effects of the patient reported as a result of the alleged malfunction.